Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving clonidine [90 mcg/ml] at a rate of 67.617 mcg/day, bupivacaine [7 mg/ml] at a rate of 5.2591 mg/day, and dilaudid [10 mg/ml] at a rate of 7.513 mg/day via intrathecal drug delivery pump. It was reported that the patient had a pump refill and expected 6.8 ml of medication and withdrew 9 ml of drug. The physician then noted multiple dark flecks floating around the medication aspirated from the pump. A saline flush was performed before refilling the pump and as he aspirated saline back out of the pump, no further flecks were noted. The drug was being sent back to the manufacturer for analysis and the issue was resolved. The root cause for the volume discrepancies was unknown and there was no further troubleshooting performed to resolve the discrepancies.